Event description:
It was reported the patient's ipg has been inoperable for over a year. It is unknown as to how the patient's ipg became inoperable. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2014 and the ipg was explanted and replaced. It was also reported during the procedure, a thin milky substance leaked out of the pocket site when the incision was made; however, no sign of infection was present. Cultures were taken. The patient reports effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.